Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump felt warm to the touch when worn next to the customer's skin. The customer's blood glucose level was 300 mg/dl. The customer declined to troubleshoot the issue and declined to provide additional information.